Event description:
It was reported that the insulin pump alarmed motor error during normal use. The customer stated that the insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.